Event description:
The procedure was complicated by a difficult balloon and spider (distal protection) retrieval from the saphenous vein graft (svg), requiring early sheath removal. Additional access was required to complete the procedure, which concluded uneventfully. The patient was not harmed.